Manufacturer narrative:
Device info is unk as device batch/lot number has not been provided to the MFR. An attempt has been made to request for add'l info and clarification on the event procedure, but as of current no add'l info has been made available for the MFR's review. Based on the info available, it cannot be concluded if the device in question had malfunctioned, and if the cerebral hemorrhage occurred due to the procedure.

Event description:
The following info was reported to the MFR: in 2007, hde compliance received a report of a serious adverse event that occurred post stent procedure. The reporter states the physician informed her that there was some problem with deployment of the stent [device in question] during the procedure, but did not provide details on what type of problem was encountered. The pt had a cerebral hemorrhage post procedure (that evening). The pt was reported to be in the ICU in serious condition.